Event description:
The customer alleges that the tracheal & bronchial tubes bent/kinked during ventilation of the patient. The customer alleges that the device is softer and more sensitive to the heat emanating from the electric blanket. No intervention was required as a result fo the incident and the patient is fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.